Event description:
The patient reported bleeding, inflammation, sensitivity, tooth mobility, and tooth discoloration. No further information available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/05/2025 that included this information.